Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the right external iliac artery. A 7.0mmx30mmx75cm express ld vascular stent was advanced for treatment; however resistance was encountered upon advancing in the 6f non-bsc sheath. The express ld vascular stent was able to cross the lesion after several attempts of pushing and withdrawing. However, it was noted that one-forth of the stent was partially dislodged. The physician deploy the stent without issue and the procedure was completed. No patient complications were reported and the patient's status was good.